Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The screws that attach the bed rail to the right side of the head section were stripped and fell out onto the floor.